Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to phillips that the heartstart mrx defibrillator exhibited a therapy disabled alarm. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited a therapy disabled alarm. Remote support was provided, and the customer was instructed to run the operational check. There were no issues noted as the device passed all checks. The device is fully functional and remains at the customer site. No further action is warranted at this time. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.